Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet (single leaflet device attachment / slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the device history record revealed no non-conformances issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the reported slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as it was confirmed the prolapse leaflet contributed to the event. There does not appear to be any evidence of a product quality deficiency associated with the clip delivery system (cds). It was further reported the patient was presented with dyspnea, worsening mitral regurgitation (mr), and decompensation (heart failure). In this case, the most probable cause for the worsening mr was likely due to the slda of the clip, which was ultimately determined to be due to the morphology of the patient. Additionally, the reported dyspnea and heart failure were likely cascading effects of the mr. The patient effects of worsening mr, dyspnea, and heart failure, are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is submitted to report that the deployed mitraclip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required additional mitraclips for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a large posterior medial leaflet prolapse. The clip delivery system (cds 10340945/(B)(4)) was advanced to the mitral valve. Leaflet assessment was confirmed, and the mitraclip was implanted. There was good leaflet insertion and the mr was reduced to 2. On (B)(6) 2014, the patient presented with dyspnea and was treated with medication, then referred to the hospital due to decompensation. It was found that the clip was detached from the anterior leaflet, and only attached to the posterior leaflet, and the mr had returned to 4. There was no evidence of chordal rupture or leaflet damage. The detached clip was stabilized with three additional clips and the mr was reduced to 2. It was confirmed that the prolapsed leaflet contributed to the clip detachment from the leaflet. No additional information was provided.